Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was non-functional in bipolar configuration and demonstrated low impedance in unipolar configuration. The lead remains in use and will be explanted in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited a polarity switch and out of range high impedance values.